Event description:
It was reported that loss of capture and intermittent sensing were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported capture anomaly was confirmed in the laboratory. Analysis found a broken wire connection within the header. This damage would cause the out of range lead impedance readings and the inability to capture/sense in the atrial channel.